Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unknown, with osteoarthritis (kellgran-lawrence grade 4 and large prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with synvisc (first course in 1998), age (B)(6) at that time and experienced synovitis (on (B)(6) 1998). On (B)(6) 2001, the patient initiated second course with intra-articular synvisc (hylan g-f 20) injection in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis of right knee. On an unspecified date in (B)(6) 2001, the patient experienced right knee effusion (no aspiration). On unspecified date in 2001, the patient received treatment with intramuscular celestone (betamethasone) at a dose of 2 cc (frequency not provided) for synovitis of right knee and right knee effusion. On (B)(6) 2001 (after 48 hours), the patient recovered from the event of synovitis of right knee. The outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis was not provided. The intensity for the event of right knee effusion was as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship between synvisc and right knee effusion. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.